Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the compact speed reducer device had vibration. Therefore, the reported condition that the motor device and compact speed reducer device came apart easily, did not rotate properly, and stopped working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact speed reducer device had vibration. It was noted in the service order that when the motor device cord and perforator device were connected, the devices came apart easily, did not rotate properly, and stopped working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.